Manufacturer narrative:
(B)(4). Device eval pending. Issue reported as user could not clear error message. Device of manufacture: 07/2011.

Event description:
It has been reported that device did not pass self-diagnostic check.